Event description:
I had second reconstructive surgery of implants done because of capsulation of first ones. I have had multiple symptoms since about three years ago. I believe my implant ruptured then and I was not aware of it. I am sick with auto immune disease and I have been hospitalized for chest pain, rib pain, trouble breathing, swollen lymph nodes all over my body and severe headaches. I have become more sick in the last two years with symptoms like red eyes, blurred vision, more lymph nodes, swollen, lumps in both breasts that hurt and very tender, hair loss, bone aching, extreme fatigue, puffy face and limbs, black under my eyes, lumps all over my head, sensitive head, weight gain, hip pain both sides, pain in armpits and many more. I am scheduled to get add'l testing. Diagnostic ultrasound and imaging and plan to explant this year due to all of my illnesses. My implants were allergan smooth and I have one ruptured and one capsulated. FDA safety report ID# (B)(4).